Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported to cook that the flange of the trach tube within a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley, rpn: c-ptisy-100-hc-g-perc8, broke, causing the trach tube to fall out repeatedly. This caused some bleeding and multiple physicians to correct the situation. This incident was reported by allen memorial hospital, in the united states, on 07aug2020. The device was removed. No adverse effects were reported. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Additionally, it was discovered that the effected component is supplied to cook. A review of the design history file (dhf) showed the risks of this device are acceptable when weighed against the . Though no lot number was provided, cook was able to identify six potential lots for this device through a search of all lots sold to the customer within the last three years. A review of the dhrs for each of these lots revealed no recorded non-conformances. A database search found no other events associated with any of the lots. Due to this information, cook has concluded that the device was manufactured to specification and that no non-conforming product from these lots exists in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ptis_rev4 [ciaglia blue rhino percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings ¿ only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Precautions ¿ an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in the identification of anatomical variances. ¿ this product is intended for use by physicians trained and experiences in percutaneous tracheostomy techniques. Standard techniques for percutaneous placement of tracheostomy tubes should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause was unable to be established. Appropriate measures have been initiated to address this failure mode. As the effected component is supplied by another manufacturer, a supplier corrective action request (scar) has been opened as a result of this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: regional supply chain director. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tray of a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley broke off the device. On (B)(6) 2020, it was noticed that the "patient's trach tray was broken off and repeatedly fell out." The event resulted in some bleeding and required multiple physicians to address and correct the situation. The patient is now recovering. No adverse effects have been reported. Additional information regarding patient and event details has been requested but is not currently available.